Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The medical review confirmed wear of the poly liner. Method and results: device evaluation and results: a visual inspection was performed as part of the material analysis report: damage was observed on the distal rim of the insert. The damage observed on the insert and head are consistent with the femoral head contacting with the distal rim of the insert. Burnishing and scratching was also observed on the articulating surface of the insert. These are common damages mode of uhmwpe. The material analysis report concluded that: damage was observed on the articulating surface of the femoral head and distal rim of the insert. The damage observed was consistent with the head contacting the distal rim on the insert. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: there has been no reported incidence of increased failure rates of this component compared to non-recalled components of the same design. Moreover, after fourteen years in situ in an obese patient with no evidence of component migration and requiring an explant device for removal, it is unlikely this clinical situation was due to factors of faulty component design, manufacturing or materials. No documented follow-up is available prior to (B)(6) 2015 and subsequent to the (B)(6) 2015 revision surgery. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such pre- and post-op xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient complained of pain a couple of years after surgery but did not return to office until recently with groin pain. Cup was removed and is being sent back to stryker. This is for the right side.